Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information was requested and the following was obtained: what were the indications for surgery? Right colon cancer. Did the patient receive any pre-op radiation or chemotherapy? No. On what setting was the indicator when the device was fired? Gold. Were there any problems noted during the initial surgery? No. Was a leak test performed, if so what were the results? No because si right colon . How was the post-op leak found? 2 days after. How was the leak addressed? Reintervention in anastomosis. What is the current patient status? Well at home.

Event description:
It was reported that during colon surgery, right colectomy, the device was used for the anastomosis. On the third day in the postoperative period, the patient presented fistula. Dehiscence of stapling in the middle third.